Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at the center at 12atm. The device was removed using normal method without any problem. The procedure was completed with another of same device. There were no complications reported and patient was in good condition post procedure.